Event description:
The customer contacted baxter?s technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had hp check line for air bubbles and hp stated that air bubbles were in the line. Tsr assisted hp in ending the therapy on hc. The tsr advised hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm or why there was air in the line. Per hp, there were no loose connections or defects on the supplies. The hp thinks that she may have not primed the line all the way. Hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. The sample was not returned, so no evaluation could be performed and no batch review was done since the lot number was unknown. Additional investigation is being conducted through (B)(4).